Manufacturer narrative:
The device was not returned for investigation. A review of the lot history revealed no other events of this type have been received. The lot was released for distribution having met all product design requirements. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
It was reported that a luer connection broke off in the patient's catheter. The connector could not be removed and the catheter had to be replaced.